Event description:
Customer reported that on (B)(6) 2011 her blood glucose measurement reached over 400 mg/dl (exact result and time not specified), after wearing the device for about 24 hours on her left back. When she removed it, she found the cannula kinked and almost out of her skin.

Manufacturer narrative:
The device was not returned for eval. Therefore, we are unable to confirm the kink in the cannula determine if it restricted or interrupted insulin delivery. The customer also reported a loose cannula which may also affect insulin delivery. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It cautions "avoid sites where belts, waistbands, or tight clothing may rub against, disturb, or dislodge the pod." The user's guide advises "if your blood glucose is 250 mg/dl or above check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."